Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15april2019. (B)(4). The manufacturer¿s international service technician confirmed the reported issue. The illumination failure in green power on/off led occurred while operational check was performed . The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported (light emitting diode) led indicator faulty. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.